Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, difficulties were encountered during the insertion of a 14fr. Esheath. The sheath was not able to be advanced beyond the area between the external iliac artery (eia) to the common iliac artery (cia). Upon withdrawal of the esheath, the sheath distal tip was observed to be ¿cracked¿. A non-edwards sheath was then inserted and the procedure was continued. A 26mm sapien 3 valve was deployed where intended. Following the placement of the valve, upon removal of the non-edwards sheath, a dissection in the eia was observed. A vascular stent was placed to repair the dissection. Since the exact timing of the dissection could not be determined, it was unknown if the dissection was caused by the esheath during the insertion attempt or by the non-edwards sheath used to complete procedure. The access vessel minimum luminal diameter measured 6.0mm with severe vessel tortuosity reported. Eccentric vessel calcification was reported. Severe calcification and moderate tortuosity in the aorta was also reported.

Manufacturer narrative:
(B)(4). According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. IFU and procedural training manual were reviewed for sheath device preparation and procedure information. No IFU/training deficiencies were identified. During the manufacturing process, the device undergoes multiple 100% inspections. These inspections support that it is unlikely that a manufacturing con-conformance was the source of the complaint. Complaints evaluated in the past suggested that patient factors (calcification) and/or procedural factors (angle of insertion) in an access vessel could cause insertion difficulties of the sheath into the patient. IFU (under contraindications section) also points out that this product (esheath) is contraindicated for calcified vessels that would prevent safe entry of the introducer and sheath. Furthermore, per training manual, degree of calcification, angle of insertion and vessel diameter can all affect the force required to insert the sheath into the patient. The distal tip ¿crack¿ (damage) could have occurred due to the eccentric calcification present. It is possible that a calcified nodule could have cut into the sheath tip material, causing a ¿crack¿ (damage) at the distal end of the sheath. As such, available information suggests that patient factors (eccentric calcified access vessels with severe tortuosity), and/or procedural factors (handling of the device during use, angle of insertion) or a combination of multiple factors could have potentially contributed to the reported events. However, a definitive root cause could not be determined at this time. A review of complaint history revealed that the occurrence rate for the applicable trend category ¿sheath shaft ¿ insertion difficulty-in patient¿ and ¿sheath distal tip ¿ split¿ did not exceed the september 2017 control limits. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (sheath insertion difficulties, manipulation of the device, use of a non-edwards sheath), in addition to patient factors (severe access vessel tortuosity) likely contributed to the event. Additionally, the insertion difficulty & the distal sheath tip damage observed upon removal of the esheath support the theory that the presence of calcium and severe tortuosity contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.